Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak occurred from the patient line of their cassette during fill 1 of 4 of their pd treatment. Fluid did not come in contact with the cycler. It was reported there was a pinhole in the patient line which caused the leak. Upon follow-up with the patient, it was confirmed that they did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, but did not complete treatment until the next day. The complaint sample is not available to be returned to the manufacturing plant for investigation because it was discarded.